Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: difficult to position dilatation catheter. Time of malfunction: during procedure. Symptoms/ae: occlusion, thrombus, renal infarct. Time of ae: during procedure. It was reported that during a renal artery dilatation procedure, the patient experienced renal artery occlusion, thrombus and renal infarction. Reportedly, during advancement, the viatrac dilatation catheter caught on the distal portion of the bmw guidewire for several mins. The artery was heavily calcified and the balloon reportedly created an occlusion and thrombus formation. The physician attempted to evacuate the thrombus using a 4f catheter and tried ot change the wire without success. Both the dilatation catheter and the guidewire were removed and dilatation was then performed using a spartacore guidewire and the same viatrac catheter. A herculink stent was successfully implanted. An echo doppler control, done 48 hrs post procedure, showed no adverse findings. The patient was doing well. Though requested, no add'l info was provided.